Event description:
Philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that a backup alarm failure occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that a backup alarm failure occurred. A philips authorized service provider (asp) went onsite and replaced the central processing unit (cpu) printed circuit board assembly (pcba). The philips asp replaced the cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).